Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 26090498. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 26170421.

Event description:
It was reported that the deep brain stimulation (dbs) patient did not feel like the stimulation was helping and believed it might be causing headaches. The patient underwent an explant and was doing fine post-operatively. The explanted devices were disposed by the medical facility.